Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, did not pipette sample in well position f6 and no error message was given. A field service engineer was dispatched and verified the problem. Fse replaced broken lld springs. No death or serious injury was associated with this event.